Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one inappropriate treatment in response to oversensing of cardiac activity. From 03:00:05 to 03:05:35, asystole was detected intermittently. At 03:20:40, the patient received the inappropriate treatment during asystole in response to oversensing of cardiac activity. The patient's post-shock rhythm was asystole. The electrode belt was disconnected at 03:25:13. The patient passed away on (B)(6) 2022. There is no indication that the inappropriate treatment caused or contributed to the patient¿s passing as the patient was in a non-life-sustaining rhythm prior to the treatment.